Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for platelet clumping was observed. Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® k2e 7.2mg plus blood collection tube an unspecified number of tubes had clumped platelets. No adverse impact was reported regarding the patient or user.